Manufacturer narrative:
H3, h6: initial actions (corrective and/or preventive): no general problem has been detected for the installed base which requires immediate action. Manufacturer's preliminary results and conclusion: the investigation is ongoing. Siemens healthineers will submit a supplemental report to the FDA upon completion of the investigation.

Event description:
Siemens healthineers was notified of an issue with the mobilett mira max system. It was communicated that the emergency stop button was broken. Additional information provided by the service technician stated that the rear connection was broken from overturning the e-stop button and breaking the plastic threading on the button. This issue could result in the emergency stop not being activated when pressed. Although there was no injury associated with the complaint issue, in a worst-case scenario, not being able to activate the emergency stop could result in serious injury.